Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer damaged the cartridge while at the gym. The customer's blood glucose level was 300 mg/dl at the time of the reported event. The customer attempted to bolus, but the pump suggested a correction was unnecessary due to the insulin on board (iob). The customer reported had eaten and delivered a bolus prior to the event. The customer was able to load a new cartridge and resume insulin delivery.